Event description:
It was reported that the device was overheating. There has been no report of patient involvement or adverse event.

Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4 - primary UDI number: correction. D9: date returned to mfg.: 2/18/2025. H3 and h6. Codes: updated. Device evaluation: the complaint cannot be confirmed or duplicated. The device was working as intended. Performed functional tests, and the device passed all the tests. No previous repair was noted for the last twelve (12) months.